Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage (abnormal bleeding ("vaginal")) and menorrhagia (abnormal bleeding ("menorrhagia")). In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "patient did not performed essure confirmation test". The patient's medical history included: fibroids and cesarean section. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced, vaginal haemorrhage (seriousness criteria medically significant and intervention required), and menorrhagia (seriousness criteria medically significant and intervention required). And was found to have uterine leiomyoma ("tumor / teratoma / cancer, type: fibroids"). On 2012, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (abnormal bleeding ("general")) and dysmenorrhoea (dysmenorrhea ("cramping")). On (B)(6) 2013, the patient experienced, hot flush ("hormonal changes, describe: hot flashes/menopause"). On an unknown date, the patient experienced, urinary tract infection ("infection (bladder/ urinary tract/vaginal"), type: urinary tract infection/uti), back pain ("lower back pain") and menopause ("hormonal changes, describe: hot flashes/menopause"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, back pain and uterine leiomyoma had resolved. And the urinary tract infection, dysmenorrhoea, hot flush and menopause outcome was unknown. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, hot flush, menopause, menorrhagia, pelvic pain, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion; (B)(6) 2010 (as per pfs-discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs and mr received. New events: hormonal changes, describe: hot flashes/menopause and fibroids were added. Outcome for previously reported event: event onset date were updated to recovered resolved. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included fibroids and cesarean section. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 2-may-2019: reporters, patient demographics, medical history were added. Updated suspect drug indication was added. On (B)(6) 2012, she implanted essure (previously reported as 2012). Added events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, dysmenorrhea (cramping). Pain and lower back pain, patient did not performed essure confirmation test. On (B)(6) 2013, she explanted essure. Injury event was deleted and case becomes valid. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.